Event description:
The manufacturer was informed that on 22 aug 2023, a perceval valve size 21 was implanted, and the surgery was completed without any problem. Reportedly, on (B)(6) 2023, pvl was noted by echo, and the valve was explanted and replaced with inspiris (unknown size) on (B)(6) 2023. As reported, during explanation, it was noted that the valve was popped up with ncc side and also the septum where the inflow ring was touched was slightly ruptured. Based on the further information received, after re-operation, patient outcome was good. Annulus size was about 20 mm, there was no abnormal geometries in patient anatomy. No further information is available.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. The manufacturing and material records for the perceval heart valve and stent, model # icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model # icv1208 perceval heart valve at the time of manufacture and release. Since the device has not been returned to the manufacturer, further investigation on the device cannot be performed. Based on the limited information available, definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed that on (B)(6) 2023, a perceval valve size 21 was implanted, and the surgery was completed without any problem. Reportedly, on (b)(60 2023, pvl was noted by echo, and the valve was explanted and replaced with inspiris (unknown size) on (B)(6) 2023. As reported, during explanation, it was noted that the valve was popped up with ncc side and also the septum was slightly lacerated. No further information is available at this time.